Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port balloon burst during filling the balloon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25147272, 25147696, 25147663; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded for lot #25147696 and lot#25147663. There was one ncmr reported for lot#25147272, which is not related to the reported event.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port balloon burst during filling the balloon. A replacement device was used to complete the procedure. The hospital did not report any patient effects.